Event description:
The patient service representative (psr) assisting an (B)(6), male, patient, contacted zoll customer support to report a problem with the monitor. When the battery is inserted in the monitor it makes a loud humming noise. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (humming noise) has been confirmed. Upon evaluation it was found that the flash memory chips (components u102 and u105) were corrupt and needed to be replaced. The root cause of the defective flash memory cannot be positively identified. No adverse event resulted from the corrupt memory. The patient received a replacement monitor.